Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantation procedure. During the procedure, the atrial lead exhibited noise on egm when physician attempted to position the lead. The lead was not used and replaced. Procedure complete with no consequences to the patient.